Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated the meter display has segments that are splotchy. The splotchy areas of the results field make the results difficult to read. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
The customer's meter was returned for investigation. The meter powered on with fresh retention batteries without difficulty. A full display check revealed no missing segments or faded display. The alleged malfunction was not reproducible. The product performed according to the specifications. Medwatch fields d9 and h3 have been updated.